Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed. The original equipment manufacturer (OEM) performed a review of the device history record (DHR) and found no anomaly with the event-related items with this lot.

Manufacturer narrative:
The device was returned for evaluation. The lot number was 89k with supplementary information number of ¿14". The product name / lot number were consistent with the complaint information. The probe was found to be broken off at 16mm from its tip. The broken piece of the probe tip was not returned. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The device history record of osta for the lot indicated no anomaly with the event-related items below. ·inspection based on the physical investigation result and review of device history record, the exact cause of the event couldn¿t be exclusively identified. From the physical investigation result and past cases, it is likely the probe broken occurred by the following mechanism: 1. ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad came in contact with the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe became bent and broke when added some load. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. Therefore, following our requirements and standards on a quality assured manufacturing process, we estimate that the cause of the reported phenomenon is not directly linked to any apparent manufacturing issues, but multiple factors affecting device - tissue interaction such as specific patient or environmental factors might have influenced the overall technology performance. The attempt to explain possible causes of the device performance issue and how they could be avoided potentially is listed for your check below: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to service center for an evaluation. The device was attached to the usg-400/esg-400 and found both switches working. However, when the coag switch being activated, the generator displayed ¿u509: ultrasonic level error¿ due to the broken probe. A visual inspection was performed on the returned device and found the probe completely broke off, and the broken piece was not returned with the device. The probe missing fragment could be 16mm in length. The remaining portion of the probe appeared to be bent slightly on one side, and measured about 3mm in length. There is some tissue build up. The ptfe pad (teflon pad) worn at mid-section, but no metal exposed. Also, there are scrape marks on the wiper gold insulation. Based on the evaluation findings and similar reported event, the cause of the damaged probe is most likely due to the probe coming into contact with a hard and metallic surface, or applying too much pressure during activation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be confirmed at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be updated accordingly. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent malfunction or damage, "use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the bottom jaw of the thunderbeat device became bent and when tried to withdraw with the forceps, the jaw sprang off and it became lodged behind the patient's liver. It took 1.5hrs, 10 x-rays and general surgery to get it out. The intended procedure was completed. No patient bleeding was reported.